Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was trying to change the insulin pump back to vibrate mode but it was not vibrating. The customer performed a selftest, the vibrate mode was on but the insulin pump did not vibrate. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to vibrate during self test due to broken vibrator black wire. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.